Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 202mg/dl, 162mg/dl, 137mg/dl. Tests were done within <10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaning meter incorrectly.